Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). Investigation summary: it was reported that plastic packages are torn open. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show syringes with the packaging flow wraps damaged. This defect could occur if during the packaging flow wrap sealing process, the alignment was not correct inducing the symptom reported by the customer. A device history record review was complete for provided material number 306546, lot number 1154859. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging flow wrap process was performed. The alignment was correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that during the packaging flow wrap sealing process the alignment was not correct inducing the symptom reported by the customer and not detected in the next processes. Verification of the packaging flow wrap process was performed. Settings and alignment were correct, flow of products was also good.

Event description:
It was reported that 17 10 ml bd posiflush¿ normal saline syringes experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter: our manufacturing found the issue with plastic packages for the pre-filled syringes from bd. The quantity 17 pcs each were found in the middle of the box so that eliminates mishandling from our side however the packaging that I reviewed was very flimsy.